Manufacturer narrative:
Additional devices: serial #: (B)(4) - battery / catalog number 1650de / expiration date:2017-06-30, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: 2016-06-30, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary, con301166 : controller passed external visual inspection, system running test and functional checks. Additional products: battery bat216065 d10: yes, return date: 2017-09-20 h3: yes h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 product event summary: the battery passed visual inspection and functional testing. Additional products: battery bat208996 d10: yes, return date: 2018-02-15 h3: yes h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 product event summary: the battery passed visual inspection and functional testing. Additional products: battery bat201464 d10: yes, return date: 2017-09-19 h3: yes h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 product event summary: the battery passed visual inspection and functional testing. Additional products: battery bat207278 d10: yes, return date: 2017-09-20 h3: yes h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 product event summary: the battery passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Additionally, analysis of alarm log files revealed one critical battery alarm due to a communication error involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. An internal investigation has been opened to evaluate the momentary disconnections. Additional devices: battery (B)(4). H6 FDA method code: 23, 38, 10, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). H6 FDA method code: 23, 38, 10, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). H6 FDA method code: 23, 38, 10, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). H6 FDA method code: 23, 38, 10, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 (B)(4). H6 FDA method code: 23, 38, 10, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis: (B)(4) was returned passed external visual inspection, system running test and functional checks. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2017. Device available for evaluation: yes, device received on 20-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 10-may-2016. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 30-sep-2016. Device available for evaluation: yes, device received on 21-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 23-sep-2015. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 31-oct-2015. Device available for evaluation:yes, device received on 19-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 09-oct-2014. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 30-apr-2016. Device available for evaluation: yes, device received on 20-sep-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 24-apr-2015. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was possible battery switching.¿ two critical battery alarms were seen in the log files.¿ all batteries and the controller were exchanged.¿ no patient complications have been reported as a result of this event.